Event description:
The complainant reported that an impella 5.5 pump was implanted to support a patient with acute myocardial infarction and cardiogenic shock. During support, the pump experienced persistent placement signal issues. Despite this, the impella continued to provide effective hemodynamic support, and its function was not affected.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. Pump was returned for evaluation. Biomaterial was found on impeller and sitting on sensor face. Data logs were reviewed and there is no indication of a sudden ingestion of biomaterial on sensor face. The root cause of the optical issue resulting in a differential in placement signal from clinical metrics was likely due to biomaterial on the sensor face. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.